Manufacturer narrative:
On (B)(6) 2017: tandem technical support reviewed the pump's logs and found that the customer was not following labeling when changing their cartridges. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 256mg/dl. Multiple infusion site changes had been performed and no damage was observed to the infusion set cannulas. A correction bolus via the pump was delivered to address the bg level. The customer alleged the pump not delivering insulin was the cause of the elevated bg level. System check with tandem technical support (cts) indicated pump was performing as intended. The customer was to perform an infusion site change to address the issue. Cts advised the customer to contact their healthcare provider in order to discuss possible factors that may be affecting the customer's bg levels.